Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported patient received the replace generator message. It is unknown if this occurred prematurely. Company manufacturer met the patient and ipg was deemed inoperable. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on 10 april 2024, where the ipg was replaced, and therapy was restored.